Event description:
Reportedly, during pt use, an "o2 sensor error" alarm occurred. There was no medical intervention required or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.